Manufacturer narrative:
The magnesium reagent lot number and expiration date were not provided. The calibration was last performed on 25-mar-2024 and was acceptable. The field service engineer found that the sample probe had an issue. He replaced and adjusted the sample probe. He then repeated the sample and the repeat result was as expected. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The cause was due to an issue with the sample probe. The service actions (replacing and adjusting the sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with magnesium assay on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Initial result: 0.2 mg/dl. The treating staff questioned the initial result and requested to repeat the sample. The sample was then repeated within 2 hours from the initial testing. Repeat result: 2.0 mg/dl (the same tube was tested on another c501).